Event description:
Additional information: it was reported that the log files appeared to show that the patient's batteries depleted and the pump stopped. There is no other evidence of cause of death. The pump was not explanted. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The pump was not explanted, however a portion of the percutaneous lead (driveline) was returned and evaluated by the manufacturer. Manufacturer's investigation conclusion: evaluation of the log file data by the account confirmed a full battery depletion event. Evaluation of the returned portion of external driveline confirmed cosmetic damage to the silastic sleeve. The log file began on 5/29/2019 at 22:25:22, per the timestamp. The recorded data appeared to capture the system operating as intended from the beginning of the log file until 7/9/2019 at 05:05:35 when a full battery depletion event was recorded. The last entry in the log file was captured on 7/9/2019 at 07:54:02 and revealed that the emergency backup battery was discharged to 10.7v. The approximately 14" segment of driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The heartmate ii lvas IFU and patient handbook outline all system controller alarms, as well as how to respond to such. The documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 7 years, 1 month. A portion of the percutaneous lead was returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was out of town and was found down due to unknown reasons. The patient expired on (B)(6) 2019. No further information was provided.